Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("removal of inserts is scheduled for (B)(6)") and metal poisoning ("intoxicated, poisoned to such an extent that I have lost my autonomy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced metal poisoning (seriousness criterion medically significant) and adverse event ("ailments"). On (B)(6) 2017 she will underwent medical device removal (seriousness criteria medically significant and intervention required). Essure treatment was not changed. At the time of the report, the medical device removal, metal poisoning and adverse event outcome was unknown. The reporter considered adverse event, medical device removal and metal poisoning to be related to essure. The reporter commented an article on a blog. The list of device similar events contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 11-jul-2017 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 672 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.